Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.7 vicmo13.7mm collamer lens, -11.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens on (B)(6) 2016 and the problem was resolved. On (B)(6) 2016, the patient's best corrected visual acuity (bcva) was 20/20.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was residue on product. Visual inspection found the haptic bent and foreign material on lens surface (residue on lens). (B)(4)

Manufacturer narrative:
(B)(4).